Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of evaluation, it was confirmed that images do not appear and there was a breakage of cable. It was further stated in the evaluation that when the cable unit was replaced, all testing of the unit passed. Therefore, due to the failure of the cable, the phenomenon indicated may have occurred because the image function does not work normally - however, the cause of this breakage could not be further determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device had a split to the rubber grommet by the head. Although it still worked, the theatre staff did not use the device for the procedures, in case there should be ingress of fluids and infection control. Event occurred during pre-check, prior to use on any patient.

Event description:
The device was sent in for repair for an issue of the rubber grommet splitting at the point where the grommet fits into the controller. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image. When the cable was moved near the video connector, an image flickered on and off. This medwatch is submitted for the reportable issue of no image observed during evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. When the cable was moved near the video connector, an image flickered on and off. This is attributed to the faulty camera cable. In addition, there were defective pixels on the charge couple device unit. With a known good cable fitted to the device, the device passed all tests in accordance with the original equipment manufacturer technical manual. Externally, the rubber boot near the video connector is split. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.